Event description:
A report was received that the pt underwent a lead revision, due to lead migration. The pt had experienced pain near the contact of the leads, as well as itchiness when her stimulation was on. During the revision, the pt's ipg was replaced, because she had reportedly fallen on it and it was no longer working properly. After the procedure, the pt was reportedly doing well.